Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the preparation for use section of the rx traveler coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified, 99% stenosed lesion in the distal right coronary artery (rca). The 2.75x15 mm traveler rx balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation. The device was soaked in saline prior to use; however, air aspiration was performed inside the anatomy. During the first inflation at 8 atmospheres the balloon ruptured. The bdc was removed without resistance from the patient anatomy and a pin hole on the balloon was confirmed. A xience xpedition stent was successfully used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.